Manufacturer narrative:
Analysis of the returned device identified: white particles leak test and microscopic analysis was performed which identified: device no leak, observed void >1 mm in non-textured, valve-to shell-bond area and delamination valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. A delamination partial of the valve (adhesive failure).

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.